Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system is currently programmed to primary vector and has had 11 atrial fibrillation episodes that showed oversensing noise. The patient was seen today, and during provocation maneuvers, when praying and twisting his body noise was reproduced in both primary and secondary vectors. The device is labeling sinus beats as noise. Later, an inappropriate shock was delivered due to oversensing of noise. There were no adverse patient effects reported. The device and electrode remain in-service. According to additional information, this s-ICD system was explanted and received by boston scientific for investigation. A new s-ICD system was successfully placed. The reason for explant was stated s being suboptimal placement. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system is currently programmed to primary vector and has had 11 atrial fibrillation episodes that showed oversensing noise. The patient was seen today, and during provocation maneuvers, when praying and twisting his body noise was reproduced in both primary and secondary vectors. The device is labeling sinus beats as noise. Later, an inappropriate shock was delivered due to oversensing of noise. There were no adverse patient effects reported. The device and electrode remain in-service. According to additional information, this s-ICD system was explanted and received by boston scientific for investigation. A new s-ICD system was successfully placed. The reason for explant was stated s being suboptimal placement. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that unknown factors most probably contributed to the event. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not extend into insulation. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that unknown factors most probably contributed to the event. The "device problem excluded" investigation conclusion code was selected based on the observation of a benign crack in the polycin vorite of the sense b notch. The crack did not progress into the lead insulation. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system is currently programmed to primary vector and has had 11 atrial fibrillation episodes that showed oversensing noise. The patient was seen today, and during provocation maneuvers, when praying and twisting his body noise was reproduced in both primary and secondary vectors. The device is labeling sinus beats as noise. Later, an inappropriate shock was delivered due to oversensing of noise. There were no adverse patient effects reported. The device and electrode remain in-service.